Event description:
It was reported that externalized conductors were observed via x-ray. During device replacement the lead was tested and no abnormalities were detected. The lead remains implanted.

Manufacturer narrative:
(B)(4).